Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced recurrent pericardial effusion and cardiac tamponade requiring pericardial window and other surgical interventions. It was also reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. No patient complications have been reported as a result of this event.